Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a proximal pressure sensor auto zero failed error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that when removing and reseating the data acquisition (da) pcba, the device displayed a proximal pressure sensor auto zero failed error code. The customer then removed the da pcba again and ensured that the pins from the autozero solenoids were seated correctly while reinstalling into the da pcba. It was then noted that the error code was cleared, and the device was operating as expected. The system meets the specification for the performed service and is returned to use.